Event description:
It was reported that a set of leads were allegedly damaged and had to be replaced. It is unknown if the leads will return for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Corrected field b2 and h1: this is a malfucntion report.

Event description:
It was reported that a set of leads were allegedly damaged and had to be replaced. However, it was later confirmed that the leads remain in service. No adverse patient effects were reported.